Event description:
Follow up information obtained clarified that the implantable neurostimulator (ins) that was removed due to infection was a different ins then that was reported previously. See manufacturer's report # 3004209178-2012-01149 for reporting ins that was explanted sue to infection. Further information obtained related to this ins was that, after implantation, the patient was not able get adequate coverage for his pain and was the device was "not working." He did note that his first ins did work. The patient had been reprogrammed without success. The patient reported that he was never without pain, that his hands and chest were blue. The physician that implanted the ins was no longer practicing and the patient was looking for a new doctor for follow up. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Extension model 748940, serial # (B)(4), implanted: (B)(6) 2004, explanted: na; lead model 3487a-33, lot # j0401881v, implanted: (B)(6) 2004, explanted: na.

Manufacturer narrative:
Lead model 3487a-33, lot # j0401881v, extension model 748940, serial # (B)(4), programmer model 7435, serial # (B)(4).

Event description:
It was reported the patient had their device removed at some point because it became infected when they went back in to replace the connection. No other details regarding this event were reported. If additional information becomes available, a follow-up report will be sent.